Event description:
During a greenfield filter insertion, right femoral approach, on expanding the "claws" of filter, only 2 projections expanded resulting in malfunction of purpose of filter, an add'l filter was inserted as a back-up.